Event description:
It was reported that the stenoscope 9000 system had worn, and damaged parts that needed to be replaced. No patient injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.